Event description:
It was reported that the device exhibited error code 1270. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log could not confirm a record related to the reported issue. Functional testing could not replicate the reported issue; however, error code 1270 was displayed during self-check. The root cause was determined to be a possible defective battery. The software was re-installed preventively. Event service history review identified there was no indication that the complaint was related to a service of the device within the review period.